Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited low impedance measurements. No interventions were performed, as values were normal when patient was brought into clinic. The patient was stable throughout.